Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, asthma and acid reflux (oesophageal). Concomitant products included cimetidine (tagamet), salbutamol (albuterol) and sertraline (zoloft). On (B)(6) 2003, the patient had essure (ess205) inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in july 2013: total bilateral occlusion concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia and vaginal infection added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. A78080) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, asthma and acid reflux (oesophageal). Concomitant products included cimetidine (tagamet), salbutamol (albuterol) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿. Lot number: a78080, manufacturing date: 2012/12, expiration date: 2015/12/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- insertion date was updated. Model number was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (ess205) (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, asthma and acid reflux (oesophageal). Concomitant products included cimetidine (tagamet), salbutamol (albuterol) and sertraline hydrochloride (zoloft). On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ most recent follow-up information incorporated above includes: on 14-feb-2020: medical records received: lot number added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (ess205) (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, asthma and acid reflux (oesophageal). Concomitant products included cimetidine (tagamet), salbutamol (albuterol) and sertraline hydrochloride (zoloft). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ lot number:a78080, manufacturing date:2012/12, expiration date:2015/12/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.